Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (battery faults) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery charger/modem has been completed.  The reported problem (failed incoming testing) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure.  The root cause for the defective charger cannot be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported a battery pack had faults. A us distributor reported a battery charger failed incoming testing.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed.  The reported problem (failed incoming testing) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure.  The root cause for the defective charger cannot be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported a battery charger failed incoming testing.